Event description:
It was reported that the patient was experiencing stiffness in their neck, poor range of motion, earaches, headaches, and back pain. The patient had these symptoms since being implanted and reported no falls or trauma. The patients back pain requires treatment and needs an MRI for diagnosis. The patient had their entire system explanted for their MRI even though it was working "quite well."

Manufacturer narrative:
Product ID, 3889-28 lot# v727846, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3095-10 serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3037 serial# (B)(4), product type programmer, patient. (B)(4).